Manufacturer narrative:
Concomitant medical products: sigphandle, sig power sigphandle handle (serial# (B)(4)); sigpshell, sig power sigpshell control shell (lot# unk); sigadaptxl, sig power sigadaptxl linear xl adapter (serial# unk); egia60axt, egia60axt egia60 artic extra thicksulu (lot# unk). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that the jaws opened up. The reload was removed and the extra long adapter were re-attached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. To resolve the issue, a manual handle was used to complete the case. There was no patient injury.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. The jaws opened up after that. The reload was removed, and the extra long adapter was reattached. A new sixty millimeter reload was used, but once again the reload stopped firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. To resolve the issue, a manual handle with new reloads of the same size was used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant product/s: sigtrsb60axt sigtrsb60axt 60mm xtr thk reinforced rel lot #:n2g0727y; sig60axt tri 2.0 sig60axt 60 xtra thk 15mm lot #:n8k0299x additional information: b5, d1, d4, d8, d9, d10, g3, g4 (510k), h3, h4, h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: b5, g3 correction: g1(street 1) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that, the jaws opened up. The reload was removed and the extra long adapter were re-attached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. Additionally, another reload did not continue firing. To resolve the issue, a manual handle with new reloads of the same size was used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted the device was applied on over indicated tissue. Functionally, the reload was loaded into a representative instrument, and was cycled without hesitation or binding and was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. It was reported that the device initially fires, but failed to complete the firing cycle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. It was also reported that the device was difficult to unload. The reported issue c ould not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, in the second lower third of stomach reload firing, the black reload could not complete the firing. The reload fired 3/4, about forty five millimeter (45mm) before stopping and timing out due to excessive force. Since the jaws locked on tissue, the surgeon did manual reset by holding both firing buttons simultaneously for five to ten seconds. After that the jaws opened up. The reload was removed and the extra long adapter were reattached. A new sixty millimeter reload was used but once again the reload stop firing as it passed over joint from previous staple line plus the thick tissue. It was noted that the reload was difficult to remove. Additionally, another reload did not continue firing. To resolve the issue, a manual handle with new reloads of the same size was used to complete the case. There was no patient injury.